Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reprogrammed the system from p11_b790 to p11_b807 to match the rest of the systems on site. Fse also noticed that the patient side cart (psc) was named uatsk2004 and renamed it to match tower sk0810. There were no partis replaced. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a training/demo of the da vinci system that there was a recoverable fault 31016. No known impact or patient consequence was reported.